Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06nov2018. Philip's field service engineer (fse) evaluated the device and verified the reported condition. The fse swapped the user interface (ui) from a different device. The unit powered on and showed a secondary speaker alarm. Subsequently, the unit powered off. The fse replaced the power management (pm) printed circuit board assembly (pcba). The ventilator still powered off by itself. The fse replaced the ui to address the issue. The ventilator passed all test and operated within the manufacturing specifications.

Event description:
The customer reported the ventilator would not power on. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.